Event description:
Initial complaint description is as follows: the physician was trying to fna a pancreatic mass in the uncinate process of the pancreas. The scope was in a difficult position as it usually is for a pancreatic mass, very tightly angled at the tip of the scope and possibly torqued which can make it difficult to pass fna needles through the scope. During use of the complaint device, the stiffness of the sheath pushed the bent scope out from original position, causing the physician not to maintain the position of the scope. It was difficult to advance the sheath of the needle and the physician was unable to get any sample from the desired site with the device. Additional information received on 09/23/2014 stated that "the sticking of the needle going in and out was possibly due to the very angulated scope. It is possible this was causing the needle to stay 'stuck' out and could not be fully retracted." No further information has been received to date. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This complaint is related to an echo-hd-22-c device of lot# c790669. The device involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was carried out. A review of the manufacturing records for lot# c790669 revealed no issues which could have contributed to this complaint report. A possible cause of this complaint was the difficult procedural position. The compliant information reported that needle penetration into the target site was difficult. The physician also reported that gaining access to the targeted site was very difficult and it was a very hard position to get to and to keep. The endoscope was in a flexed position during the procedure and the area was only reached by highly angulating the scope and possibly torquing it. These conditions most likely contributed to the difficulty the customer experienced advancing the sheath and the difficulty advancing/retracting the needle. However, as this echo device was not returned for evaluation and the conditions of device usage cannot be replicated in a laboratory setting; it is not possible to conclusively determine the cause of this complaint. The customer complaint is considered confirmed based on the customer testimony. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructions the suer prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The complaint is reported to the FDA on the basis of the reporting precedence established for non retraction of needles for this product family, regardless of the patient outcome.